Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the product, could not be returned for evaluation; therefore, product analysis could not be performed. The review of the production records showed no manufacturing issues that could have contributed to the reported incident. No similar events were found in the complaint history; therefore, this would suggest it is an isolated event. Additionally, there have been no previous investigations for the part number and failure mode reported. The risk management documentation for iv3000 has been reviewed to assess whether the alleged failure and associated harm has been anticipated. A review of the associated risk files, confirmed multiple failures and associated sequence of events are captured in relation to damage, packaging failures and/or improperly sealed product leading to pouches damaged in transit and/or a loss of product sterility for all levels of packaging (pouch/carton/case). Potential factors that can contribute to the reported event include a sealing process issue. No manufacturing, packaging, labelling, design, concerns nor adverse trend have been observed; therefore, no corrective actions are deemed necessary.

Manufacturer narrative:
H10: internal complaint reference: case-2024-00214282-1.

Event description:
It was reported that the iv3000 1 hand 10x12cm ctn 50 packaging is broken and compromised the sterility before being provided to the patients. The treatment was completed with a s+n back-up device. Since incident occurred before procedure; patient was not yet involved.